Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2020-00084. It was reported that after a permanent implant procedure, the patient experienced numbness and was unable to walk and was hospitalized for lower extremity weakness. The patient is scheduled for scans of the lumbar and thoracic spine. Therapy is not on and the patient was transferred to the hospital for evaluation.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.